Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not functioning and was down. Upon troubleshooting, the fse checked the uninterruptible power supply (ups) and found the bottom controller was not powered on due to high temperature. To resolve the issue, the fse turned the ups bottom unit back on and verified 480 v incoming power to the m-cabinet generator. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.